Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1600568 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, clips were not loaded into the jaws properly at a rate of one-in-two. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. No clips fired. The broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" could not be confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The internal ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were remaining, a defect was confirmed since the ratchet was broken. Since there were no clips remaining in the returned device and it could not be determined why the ratchet broken, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that during laparoscopic cholecystectomy, clips were not loaded into the jaws properly at a rate of one-in-two. There was no patient injury.